Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc, 12.7mm, 29g syringe with the poly bag from lot # 9028789. Customer states that the hub was detached with the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200804487] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 18 sep 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 was been opened on 16 aug 2019 to address this issue."

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: hub was detached with the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: hub was detached with the shield.